Event description:
The facility representative reported a colleague infusion pump with a failure code 808:05. This condition has the potential to cause an interruption of delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:05 was confirmed but not duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.